Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device had an advised battery calibration message for battery calibration. It was reported that the device had an advised battery calibration message for battery calibration.